Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes for the reported arm cart assembly (aca). Review of the field service notes indicates that the instrument drive unit was exchanged to another aca and the issue was resolved. Evaluation of the arm cart assembly confirmed the reported condition. The most likely cause could be traced to a defective instrument drive unit component. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing; the arm cart assembly (aca) triggered a non-recoverable error when the fulcrum handle was moved. There was no patient involvement.